Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon removal of sensor pod, sensor wire broke and a portion remained left behind at site of insertion. Patient stated they experienced "slight pain." Patient saw physician's assistant who did not find any fragment of sensor wire under the skin but prescribed antibiotic just in case. Patient did not report any injury or further medical intervention at time of contact with dexcom technical support.